Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a black line on the device display. No adverse event reported. A request was made for the return of the device.